Event description:
It was reported by service report that the bed was stuck at a high height position and unable to descend. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged motion interrupt pan caused the bed to be stuck at a high height position.